Event description:
Patient reporting "joint pain, pain sensitive to pressure, severe muscle joint pain whole body", "seroma formation", "capsular fibrosis" (unknown baker grade), "migraines", "eczema" and depression. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported seroma and capsular contracture events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma formation, capsular contracture baker grade unknown.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture- breast: unable to observe as it is not related to the device. ¿ seroma- breast: unable to observe as it is not related to the device. ¿ depression- breast: unable to observe as it is not related to the device. ¿ rash- breast: unable to observe as it is not related to the device. ¿ pain- breast: unable to observe as it is not related to the device. ¿ myalgia- breast: unable to observe as it is not related to the device. ¿ delayed healing- breast: unable to observe as it is not related to the device. ¿ varied injuries- breast: unable to observe as it is not related to the device.

Event description:
Patient reporting "joint pain, pain sensitive to pressure, severe muscle joint pain whole body", "seroma formation", "capsular fibrosis" (unknown baker grade), "migraines", "eczema" and depression. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
The event of wound healing disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported "wound healing disorder," and capsular contracture baker grade iii. Patient additionally reported "weak immune system" not related to the device.